Event description:
It was reported that the patient presented for a routine follow up. The pulse generator exhibited backup operation. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.